Event description:
This spontaneous report was received on (B)(4) 2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally, for menstruation as labelled (lot number 0283m8149, frequency and expiration date unspecified). After an unspecified duration, when she went to the bathroom to take out the tampon, the string pulled out of it, after which she pulled out the tampon. This report had no adverse event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 30-sep-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 17-jul-2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally, for menstruation as labelled (lot number 0283m8149, frequency and expiration date unspecified). After an unspecified duration, when she went to the bathroom to take out the tampon, the string pulled out of it, after which she pulled out the tampon. This report had no adverse event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on 03-sep-2013. The consumer provided a valid lot number and no sample has been received as of 29-aug-2013. A review complaint data revealed no unfavorable trends and no trend for the reported lot number. A review of manufacturing and packaging batch revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this type of complaint was observed. It was confirmed that the device met the specifications. A review of product related issue noted no changes related to this complaint. Visual inspection of the retained sample identified no anomalies. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.